Event description:
It was reported that after a cardiac resynchronization therapy defibrillator (crt-d) change out, the right ventricular (rv) shock lead impedance (sli) was greater than 200 ohms. At the change out, sli measured at about 60 ohms. The field representative discussed reprogramming options and suggested a defibrillation threshold test. The nurse practitioner was going to discuss this with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.